Event description:
It was reported patient was experiencing discomfort at the left dbs extension site due to tethering. As such surgical intervention took place on (B)(6) 2024, where the existing extension was detethered as that was the main reason for the surgery and issue of discomfort was resolved.

Manufacturer narrative:
Section b3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6 medical device code changed to migration.